Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported that the subject pacemaker was not implanted due to observing of asystole during the implant procedure.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the subject pacemaker was not implanted due to observing of asystole during the implant procedure.